Event description:
Facility worker states that a consumer was being pushed in the wheelchair and the rear wheels began to disintegrate on the hot concrete. Consumer states that upon rolling the patient into the hospital there were pieces of the wheel on the hospital floor. Consumer states no property damage, they were able to pick the pieces up with no problem.